Manufacturer narrative:
The point of care coordinator thinks that the users may be touching the optical windows of the cartridge, she will instruct them not to. Customer ran controls and the controls were in. They also performed a drift and precision test at the direction of the tsc manufacturer's support person and the results were good. Instrument is operating as expected. Customer continues to use the instrument. Based upon internal testing results reagent lot 0509 was performing within product claims in IFU.

Event description:
Customer reports multiple discrepant hba1c results when compared to the reference lab results for this assay. No patient medication was altered or treatment delayed.